Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382533 and lot number 4155278. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: needle will not safety. On (B)(6) 2027: caregiver had started a patient¿s intravenous line and was stuck by needle that did not properly retract. Needle contaminated by patient¿s blood.

Event description:
Additional information 2/7/2025: 1. "A contaminated needle stick has been reported. Were there any diagnostics performed as a result of the contaminated needle stick? If yes, what diagnostics were performed? No (since source was negative, per policy caregiver can decline follow up lab work). 2. Was any medical intervention required? If yes, please describe what treatment was provided." No. 3. Was the button malfunctioned or possibly jammed? The IV needle did not fully retract, leaving the needle partially exposed from the barrel.

Manufacturer narrative:
B. Additional information added. H. F code updated.